Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer found that auxiliary half height enhanced drawer 3.2, row b was not detected on the bus and identified that the cubie tray connection was not secured, the cubie connection was secured, after which the customer was able to successfully recover the drawer, and a final test was performed in the hardware testing application on auxiliary half height enhanced drawer 3.2, with the test passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary two cubies were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.